Event description:
One patient treated with ultraguidectr was diagnosed with a partial third common palmar digital nerve injury after surgery, presenting with resolution of carpal tunnel symptoms but new mid-palmar pain, paresthesias, and increased numbness in the third webspace. Complete tcl release was confirmed on postoperative day 17 with open exploration, revealing an epineurial laceration without axonal disruption on the dorsal aspect of the third common digital nerve, 2 cm distal to its median nerve origin. A nerve wrap was placed, and the incision was closed with sutures. At the latest follow-up, carpal tunnel symptoms were absent, thenar and grip strength were normal and symmetrical, and sensation continued to improve with a two-point discrimination of 6 mm for the ulnar middle finger, 8 mm for the radial ring finger, and 4 mm for the remaining fingers. This patient's mid-palmar pain, paresthesias, and increased numbness in the third webspace have improved post-treatment but have not resolved at this time. Symptoms may or may not be permanent.

Manufacturer narrative:
The device was not returned for analysis. Additionally, the lot number is unknown and therefore a review of device history records could not be performed.